Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200's (mg/dl). Customer administered a correction bolus and changed supplies to treat elevated bg levels. Reportedly, the customer was ill and had a fever during this event. Recommendation was made to discuss possible factors that may affect bg levels with health care provider.